Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 515 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include hyperglycemia and vomiting. Once at the hospital the patients pod was removed. The patient was treated with an insulin drip. After treatment, the patients reported blood glucose level was 150 mg/dl. The patient remains in the hospital waiting for endocrinologist to assist with controller settings. The patients pod will not be returned as it has been disposed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.